Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she got high blood glucose not hospitalized. Customer's blood glucose was 600 mg/dl. Customer was treated with insulin pump. Customer was advised to discontinue use of the device and revert to back up plan. The customer was advised that the devise would be replaced and agreed to return the product for analysis. The customer's nurse does not want to troubleshoot for low blood glucose due to the insulin pump not alarming the no delivery.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked display window and a scratched display window.